Manufacturer narrative:
Result: cracked right siderail panel with sharp edges exposed.

Event description:
It was reported by service report that the outside right panel was cracked with sharp edges. No pt involvement or adverse consequences were reported.